Manufacturer narrative:
(B)(4). Batch # n92c6a. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy procedure there was a failure of a the device. According to the instrumentalist who attended the surgery, after performing the test of the shears, the teflon of the jaw detached and the generator presented an error, preventing the instrument from being used. The patient had no harm and the surgery was successfully performed with another advanced energy instrument.

Manufacturer narrative:
(B)(4). Batch # n92c6a. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. There were no "unspecified alert screen received" at any time during the analysis of the device. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.